Manufacturer narrative:
Title: prosthetic valve endocarditis after transcatheter aortic valve implantation citation: circulation: cardiovascular interventions (doi 10.1161/circinterventions.114.001939) authors: niels thue olsen, md, phd; ole de backer, md, phd; hans g.h. Thyregod, md; niels vejlstrup, md; henning bundgaard, md, dmsc; lars søndergaard, md, dmsc; nikolaj ihlemann, md, phd earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the incidence of, risk factors for and treatment of endocarditis after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between november 2007 and february 2014. The study population included 509 patients (predominantly male; mean age 80 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: 24 incidents of valve-in-valve procedure, 173 incidents of low placement, 57 incidents o f mild or greater paravalvular leak (pvl), 85 incidents of permanent pacemaker implants, and 119 incidents of bleeding complications (42 major and 77 minor). Other adverse events included; 107 incidents of vascular complications (33 major and 74 minor) 54 of which were treated with a stent. Eighteen incidents of endocarditis were reported. The causative organism was found to be eterococci in 6 cases, staphylococcus aureus in 4 cases, nonhemolytic streptococcus in 3 cases, viridans streptococci in 3 cases, and coagulase-negative staphylococcus in 2 cases. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.